Event description:
The physician attempted to reach the lesion with a taxus express2 2.5x24mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed and no stent damage had occurred. No patient injuries or complications were reported. However, the returned product revealed that the hypotube had fractured approximately 28 centimeters distal from the catheter's strain relief.